Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle of a total laparoscopic hysterectomy procedure, the device's jaws became difficult to open and eventually could not be opened upon closing to re-enter the abdomen. The jaws were cleaned regularly. Knife blade was not extended nor protruded beyond the edge of the jaws. The device was plugged into a generator at the time. Another ligasure device was successfully used with the same generator. There was no patient injury.